Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.

Event description:
Device issue: detached tip. Time of device issue: during the procedure. Adverse event: foreign body left in patient. It was reported that during a mid diagonal artery stenting procedure in a heavily calcified lesion, after placement of an unspecified stent and after a cutting balloon procedure, the prowaterflex guide wire was removed. It was unknown if resistance was met during removal of the wire; however, after removal of the wire, it was noted that the tip of the wire was detached. Per angiogram, the tip of the guide wire was located in the distal diagonal artery. Attempts were made to snare the detached fragment, but the part of the vessel that the tip was in was too small to be able to snare the wire. A surgeon was consulted and it was determined to be safe to leave the wire in the patient. The patient was monitored through the night with no adverse sequela reported. One day post-procedure, the patient was discharged to home. Although requested, there was no additional information provided. The device is manufactured by asahi intecc. Co. Ltd. Medical division. (B)(4)